Manufacturer narrative:
Device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the left leg, a pinhole was noted on an advance 14 lp low profile balloon catheter's balloon upon the first inflation. An unknown 6 french sheath was used during the procedure. An unknown inflation device was used to attempt inflation to eight atmospheres; however, the balloon lost pressure and would not inflate. The anatomy was reportedly calcified, and the lesion in the left common iliac artery was approximately eight percent occluded. The balloon was removed by itself, and the user tested the balloon outside the patient, noting that saline was leaking from a pinhole in the balloon material. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an angiogram of the left leg, a pinhole was noted on an advance 14 lp low profile balloon catheter's balloon upon the first inflation. An unknown 6 french sheath was used during the procedure. An unknown inflation device was used to attempt inflation to eight atmospheres; however, the balloon lost pressure and would not inflate. The anatomy was reportedly calcified, and the lesion in the left common iliac artery was approximately eighty percent occluded. The balloon was removed by itself, and the user tested the balloon outside the patient, noting that saline was leaking from a pinhole in the balloon material. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A pin hole was noted at the proximal end of the balloon. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. One relevant non-conformance was noted on a subassembly lot; however, all affected product was scrapped and not replaced. The product IFU warns, ¿if resistance is encountered during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device provides evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the anatomy was calcified, and the lesion was approximately eighty percent occluded. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction: the lesion was approximately eighty percent occluded, not eight percent as originally reported.